Event description:
It was reported that the ilet user experienced hyperglycemia after a large meal that was not announced. A fingerstick measured 229 mg/dl, and the user chose to allow the ilet to correct the high glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified as a missed meal announcement, and the event related to user interaction with the user interface, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.